Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed and fluid was observed leaking out at the plunger end of the cartridge.

Event description:
On (B)(6) 2011, the rptr contacted animas on behalf of her son (the pt) alleging that a cartridge had leaked insulin. The rptr indicated that this was the third cartridge that leaked. The rptr claimed that there was a pool of insulin in the cartridge chamber. She denied observing cracks in the cartridge and indicated that the connection between the cartridge and set was secure. Based on the info provided, this complaint is being reported due to the following conclusion: the rptr claimed that a cartridge was leaking. There is no evidence; however, that the alleged issue contributed to a serious injury. The rptr did not allege any harm or injury because of the reported issue.